Event description:
Customer reported that her blood glucose level was high and the insulin pump was returning no delivery alarms. Blood glucose level was 351 mg/dl at the time of the call. During manual priming, customer was not able to get insulin to exit and the insulin pump returned another no delivery alarm. Customer also reported using expired reservoirs. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).